Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the plastique end of the impactor is broken. Nothing fell into the patient.

Event description:
It was reported that the plastique end of the impactor is broken. Nothing fell into the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Visual inspection confirmed the reported event. The most likely root cause is that when assembled together, the product is misaligned causing the thread in the plastic head to cross thread and therefore results in damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.